Event description:
It was reported that an alert for lead integrity was observed. The lead was explanted and replaced. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure.